Event description:
The report received from the USA stating that the device was "overheating". The device was being used in surgery. There was no reported pt or user injuries. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the reported condition was confirmed. This unit exceeded the specification for temperature due to damage bearings. This appears to be associated with normal wear out of the bearings inside the nose tube. If additional info is received, a supplemental report will be sent.